Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.25x12 xience sierra stent was implanted in the proximal left anterior descending coronary artery. After stent deployment, the stent delivery system (sds) appeared to be fully deflated, but the sds was difficult to remove from the well apposed stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.